Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported  that when a 360 fast-fix suture is used, the doctor places the first stitch correctly and when he places the second stitch does not lower the suture, and it is on the needle. It was decided to remove the stitch since the second meniscal stitch was not anchored.

Manufacturer narrative:
No ts or suture remain on the needle, but were returned for examination. The suture t construct is missing t1. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacturing process can be established. With the condition of the device use error cannot be ruled out as a contributing factor.